Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient experienced an impact on the implant region on (B)(6) 2015. There was a swelling on the implant site. In situ measurements taken after the swelling had subsided show that the device has malfunctioned. Re-implantation has been agreed upon, a surgery date has not been set.

Manufacturer narrative:
Correction: date of event was incorrectly entered as being before date of awareness.

Event description:
The patient experienced an impact to the implant region on (B)(6) 2015. There was swelling on the implant site. In-situ measurements taken after the swelling had subsided showed that the device has malfunctioned. The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient experienced an impact to the implant region on (B)(6) 2015. There was swelling on the implant site. In-situ measurements taken after the swelling had subsided showed that the device has malfunctioned. The patient was re-implanted on (B)(6) 2015.